Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the bending section cover adhesive on the distal end had detached. There was no patient involvement.